Event description:
During use of a 7f exoseal vascular closure device being used for hemostasis, it was reported that after deploying the plug, it was confirmed that about 3mm of the plug was coming out in the vessel. The physician suspected intravascular placement of the plug. The patient is now under follow up. The procedure was a pta (percutaneous transluminal angioplasty) to the carotid artery. The target lesion had mild calcification and tortuosity. The physician commented that there was no problem with the tortuous and calcified lesion, and that there was a vessel branch just over the cfa (common femoral artery) puncture site. After the pta, the exoseal was inserted into a sheath introducer, and the exoseal with the sheath were retracted as a unit, and then the physician confirmed that the indicator window had changed to a black-black pattern, although the bleed-back from the bleed-back indicator was still observed. The physician pressed the deployment button, and after pressing the deployment button it was confirmed that about 3mm of the plug was coming out in the vessel. The product was clinically used. The product will not be returned for analysis.

Manufacturer narrative:
The device will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Previous report (follow up 2) should be a malfunction and not serious injury. Awareness date for previous report (follow up 2) should be (B)(6) 2015.

Manufacturer narrative:
Complaint conclusion: as reported, after deploying the plug of a 7f exoseal vascular closure device (vcd), the plug was confirmed to be 3mm into the vessel. Therefore, the physician suspected intravascular placement of the plug. There was no report of patient injury. The procedure was a pta (percutaneous transluminal angioplasty) to the carotid artery with a retrograde approach. The target lesion had mild calcification and tortuosity. The physician commented that there was no problem with the tortuous and calcified lesion, and that there was a vessel branch just over the cfa (common femoral artery) puncture site. The exoseal vcd was stored and prepped according to IFU instructions. There were no visible signs of device or package damage prior to use. It was unknown which catheter sheath introducer was used. After the pta, the exoseal was inserted into a sheath introducer, and the exoseal with the sheath were retracted as a unit, and then the physician confirmed that the indicator window had changed to a black-black pattern, although the bleed-back from the bleed-back indicator was still observed. The physician pressed the deployment button, and after pressing the deployment button, it was confirmed that about 3mm of the plug into the vessel. Hemostasis was achieved through use of an exoseal device. There was no intervention or treatment needed for the patient. The patient did not show any signs or symptoms of distal blood flow occlusion. The physician achieved certification on the use of exoseal vcd. It was unknown how many times has the physician used the exoseal vcd prior to this procedure. The product was not returned for analysis. Review of lot 17046264 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the device history record nor the information available for review indicate that there is a design or manufacturing related issue, therefore no preventative or corrective action is required at this time.

Manufacturer narrative:
Addendum 04/24/2015: there was no report of patient injury. The patient¿s status is currently in ¿follow up.¿ there was no intervention or treatment needed for the patient. All of the plug was not retrieved from the patient¿s vessel. The patient did not show any signs and symptoms of distal blood flow occlusion. Hemostasis was achieved through use of an exoseal device. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. It was unknown how many times has the physician used the exoseal vcd prior to this procedure. The exoseal vcd was stored and prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. It was unknown which catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vascular sheath introducer locked against the handle assembly and an audible click heard. The pulsatile flow did not return. The deployment button was fully depressed and flushed against the handle. There was no difficulty deploying the plug. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The product is not expected to be returned for analysis. Additional information will be submitted within 30 days of receipt.